Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering and holding the usb cable into the charging port at a certain angle. The customer stated it was a issue with the cable not the pump. The customer¿s blood glucose level was not impacted.